Manufacturer narrative:
The needle was discarded by the user and could not be investigated. Galil medical is aware of the potential for intermittent disconnections within the needles that can cause muscle or nerve twitching. Galil medical has implemented several process improvements, including enhanced screening, to reduce the potential for the intermittent disconnections in the needles. It is likely that the needle was manufactured prior to the implementation of the process improvements. The overall risk to a patient of an intermittent disconnection in a cryoablation needle has been evaluated to be very low.

Event description:
During a renal cryoablation procedure, while the patient was under anesthesia and during the last fast thaw, the patient experienced spasms. The system and needles were tested prior to the procedure with no issues reported. The case was completed with no injury to the patient. The needles will not be returned for investigation.